Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006809, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6006809. The count of complaint is 6 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6006809 was manufactured according to the work instruction (wi) version 78 and manufactured in the inset 5 on 26-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 6 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event and got treated with intravenous (IV) drip. Blood glucose level was 568 mg/dl at the time of the event and was caused by bent cannula. The bent cannula was due to infusion set inserted into site which did not have sufficient subcutaneous tissue. The infusion set was in use for two days. The insertion site was abdomen. Patient also experienced the symptom of weak vision and unwell at the time of event. Patient was found positive for ketones level. The length of hospitalization was less than 24 hours. No further information available.